Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed pacing impedance measurements of 910 ohms, approximately six months later the impedance measurement increased to 1,870 ohms, then greater than 2,000 ohms. The lead polarity had been programmed from bipolar to unipolar. All other lead measurements were within acceptable limits. To date, no adverse patient effects were reported as a result of this clinical observation.